Event description:
Patient presented back to the physician with an infection at the ipg pocket. Physician prescribed antibiotics. Physician brought the patient into the or seven days later and removed the entire inspire system.

Event description:
Patient presented to the physician with pain at the ipg site. Imaging performed showed the ipg had flipped. Physician brought the patient into the or, opened the chest incision, re-sutured the ipg, and closed. Patient presented back to the physician, 11 days post-procedure, with swelling at the neck. Physician prescribed steroids and antibiotics.